Event description:
The customer contacted stryker to report that their device stopped detecting a patient connection while using the paddles leads. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the system board and the ed board, proper device operation was observed through functional and performance testing. The device was returned to the customer for service. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.